Event description:
Information was received reporting a pump replacement. Representative reported that the patient had alleged serious gastric issues that occurred after the concentration of their medication was changed. It was also reported that the original catheter had broken in multiple places. A dye study was performed which showed that the catheter had six fractures. Patient believes that the gastric issues they were having are due to the leakage of their medication. The patient's entire system was replaced. MFR 3010079947-2022-00104 was opened to address catheter explant.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device has not been returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4)